Manufacturer narrative:
When this device has been removed and returned, analysis will be performed and this event will be updated.

Event description:
Additional information was received. This device was removed and returned for analysis.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a follow up visit, a decision was made to electively replace this device prior to elective replacement indicator (eri) due to a charge time of 19.2 seconds. The monitoring voltage is 2.56v. This device has been implanted for 79 months. No therapy has been delivered since 2004. No programming changes were performed. A replacement procedure will be performed in the near future.